Event description:
The customer contact reported the clave secondary port broke. The customer contact reported that after the tubing set was removed from the packaging, an empty 3ml syringe was attached to the clave secondary port on the cassette of the tubing set to be used for back priming the cassette. It was reported that after the 3ml syringe was attached to the clave secondary port, the semi-rigid adapter broke from underneath the secondary clave port. The tubing set was replaced and the therapy was initiated. Customer reported that there was no delay in therapy to a patient. Hospira's medical investigation is complete.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.